Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2. Patient city: (B)(6). Patient country: colombia.

Event description:
Unomedical reference number (B)(4). Event occurred in colombia on 15-june-2024, it was reported by the patient mother that two infusions set fell off when the patient was in school, tape not sticking. No further information was available.